Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. The customer later reported to physio that replacing their ac power adapter resolved the reported issue and the device is back in service for use. The customer's device was not returned to physio for an evaluation. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the device powered itself off. The device was connected to the ac power adapter when this occurred. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device's removed ac power adapter and verified the reported issue. Physio observed that the adapter's led light would intermittently flash. When the flashing occurred, it would cause the test device to not power on. A further component cause for the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the device powered itself off. The device was connected to the ac power adapter when this occurred. There was no patient use associated with the reported issue.